Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. Continuation of medical devices: model: ddmb1d1, ICD; implanted: (B)(6) 2017 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was returned to the manufacturer after being explanted. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.